Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.50mm x 8mm catheter was returned for analysis. A visual and tactile inspection of the hypotube identified multiple hypotube kinks along the length of the hypotube shaft. A detailed microscopic examination of the balloon material identified a circumferential tear in the balloon material at 1cm from the distal tip. Microscopic examination of the extrusion shaft noted the inner lumen was bunched and stretched 4.6cm from the distal tip. Tip showed no signs of tip damage. A leakage test was performed and due to the conferential tear in the balloon material the balloon could not be inflated. No other device issues were identified during returned product analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. No patient complications were reported.